Manufacturer narrative:
It is unknown if the device will be returned.

Event description:
The customer reported that when checking the patient's central venous line lumens, it was noted that it was leaking. It was leaking the patient's nor-adrenaline line. The lumen had a double clave attached to it and the leak was coming from the double clave. The noradrenaline was adjusted to support the patient.

Manufacturer narrative:
There were no product samples, videos, or photographs returned for investigation. A probable cause cannot be identified based on the information that has been provided. No DHR lot review was conducted because the lot number was unknown.